Event description:
It was reported that on (B)(6) 2020 at 02:23am, the pump alarmed for channel disconnect on channels b and c while running continuous medications, and no one was touching or near the pumps at the time of error message occurrence. No vasoactive medications were infusing to the patient on any pump. The patient impact was a "known complication." Although requested, further information was not provided.

Manufacturer narrative:
Correction: disregard file (after further review, the device is not a suspect).

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, further information was not provided.

Event description:
It was reported that on (B)(6) 2020 at 02:23am, the pump alarmed for channel disconnect on channels b and c while running continuous medications, and no one was touching or near the pumps at the time of error message occurrence. No vasoactive medications were infusing to the patient on any pump. The patient impact was a "known complication." Although requested, further information was not provided.